Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue electrical testing and x-ray examination did not find any conductor fracture but an internal short was found due to the inner coil over torqued in the connector region during the procedure. The cause of the reported event of high threshold was isolated to the inner coil over torqued in the connector region.

Event description:
During initial implant procedure, increased capture threshold and increased pacing impedance was observed on the right ventricular (rv) lead. A new rv lead was successfully implanted to resolve the event. The patient was stable.